Event description:
A customer reported to beckman coulter inc (bec) that a clear fluid was leaking from coulter lh750 hematology analyzer. The operator was wearing ppe consisting of a lab coat and gloves. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. The leak did not affect patient results, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Field service engineer (fse) observed the cut tubing for cbc lyse restrictor tubing and vacuum chamber. The fse replaced the tubing, and there was no further evidence of leaking. Repairs were verified per established procedures, and the results met published performance specifications. The leaked fluid is suspected to be cbc lyse (lyse s iii), diluent and cleaner, but it may contain some biohazard material. The cause for the leak is attributed to cut tubing for cbc lyse restrictor tubing which was replaced. (B)(4).